Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; installing an implant in a non-optimal position.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient reported radicular pain symptoms following the procedure. The surgeon determined that the cranial positioned implant was installed in a "too" superior position resulting in nerve impingement. Two weeks after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant and added a new implant of the same type in a different position. The patient is doing better following the revision procedure.